Event description:
It was reported that the radio frequency (rf) head connector had an intermittent connection. Replacing the rf head did not resolve the issue. The rf head was either broken or damaged. The programmer and radiofrequency (rf) head were returned for repair, were analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed telemetry testing due to the cable being out of electrical specification. It was also noted that the upper case lens was damaged. Product ID 2090w programmer; product ID 229047 analyzer. (B)(4).